Event description:
The user has received the following: 1. Pt info function is designed to enter the pt demographics which includes the pt name, sex, procedure performed, and doctor's name. When the pt info is entered, the info areas are blocked out so that the user can't easily change the info that is already enetered. If the user made an error in the data, he or she can access the pt info menu, then press the "edit" function at the bottom of the screen in order to activate the menu and make any changes. When the user makes any changes in the pt info the system is designed to change the entire pt files, rather than particular images, this feature is implemented to improve the system operation and the user productivity. 2. Procedures are listed by "exam list" in the pt info menu. If the user starts a new exam, the user should start a new exam by pressing "new exam" button and start a procedure so different procedure and images are not stored in the same file. 3. If the user wants to put markers on an image, oec has provided the image annotation function to allow the user to put a marker on the image. The user should use the "markers" function to annotate the image rather than using the pt info function.